Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked after being filled. A complete supply change was performed and insulin deliveries were resumed. The customer's blood glucose level was 120 mg/dl.